Event description:
A report was received that the pt was getting sensitivity at the pocket site and the physician injected the pt with cortisone shots. The physician reported that the pt has lost a little weight and the pocket may slightly be shallow, but the sensitivity of the pocket is not device related. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.